Manufacturer narrative:
Motor error alarmed during rewind due to corroded on motor home switch. No moisture damage found on electronic assembly.

Event description:
It was reported that the customer received no delivery and motor error alarms. It was stated that the piston was completely out and did not go back during the rewind process. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.